Event description:
Rptr used boston advance comfort formula conditioning solution 3031004, exp 08-02, gh 0131 - and suffered a corneal reaction. The solution was toxic and burned immediately. Rptr had blurred vision and could not use contacts for 36 hrs. Being a scientist, rptr decided to test the solution again, and immediate burning occurred. Rptr had saline ready immediately to wash it out and suffered no consequences with the rechallenge. The solution in this bottle is not the correct one, and rptr is concerned many other contact lens wearers are suffering. Rptr wears rigid gas permeable contact lenses, and has been using this brand of solution for four years.